Event description:
The surgeon attempted to insert a toric silicone lens model aa4203tl. The lens was stuck in the cartridge prior to insertion and the lens tore. The cause of the lens damage was unknown. The lens was not inserted and there was no patient contact or injury. The model and lot numbers of the cartridge and injector used were unknown.